Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose was ¿high¿ on continuous glucose monitor graph. Customer cleared the alarm and resumed insulin therapy to address blood glucose level. Customer reported they would change the infusion set. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.